Event description:
The hospital reported that during several coronary artery bypass procedures, eight heartstring seals did not deploy out of the delivery tube into the aorta. The surgeon used replacement units to complete the procedures. No patient complications were reported by the hospital.